Event description:
A customer contacted beckman coulter inc. (Bci) regarding the hydro waste exit sump was overflowing and the fluid waste was leaking onto the hydro drip tray located in the synchron lx20 pro chemistry analyzer. The waste exit sump was failing to drain. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the defective valve assemblies and a broken o-ring of the waste exit canister and the system resumed operation.